Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se performed physical and electrical inspections. The device passed all relevant testing. Device data reviewed confirmed observed pressures. There were no issues identified with the pressure sensors. The root cause of the abnormal pressures could not be definitively determined.

Event description:
It was reported that the inferior vena cava (ivc) was left open to allow for outflow. There was immediate decongestion of the liver and volume recovery in the soft shell reservoir (ssr). However, the metra would not go into liver on board (lob) due to abnormal arterial and ivc pressures. Troubleshooting was performed. This resolved the issue and the metra ultimately went into lob mode. All measurements began trending towards normal ranges and stabilized. The liver had become congested again while troubleshooting and this was also resolving. The volume in the ssr recovered as well.